Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network system or remote monitoring system) blacked out and failed. When the unit restarted after the failure it failed to boot completely into the software. The biomedical engineer reseated the network cable and then the unit correctly rebooted into the software. The biomedical engineer received a call back from the nursing staff advising that the rns failed again at which point he wiggled the cable and the unit started to function again. The unit was evaluated and the problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the rns (remote network system or remote monitoring system) blacked out and failed. When the unit restarted after the failure it failed to boot completely into the software. The biomedical engineer reseated the network cable and then the unit correctly rebooted into the software. The biomedical engineer received a call back from the nursing staff advising that the rns failed again at which point he wiggled the cable and the unit started to function again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) blacked out and failed. When the unit restarted after the failure it failed to boot completely into the software. The biomedical engineer reseated the network cable and then the unit correctly rebooted into the software. The biomedical engineer received a call back from the nursing staff advising that the rns failed again at which point he wiggled the cable and the unit started to function again.